Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected a ventricular fibrillation (vf) event and anti-tachycardia pacing was delivered. However, upon further review of the episode, atrioventricular synchrony was noted. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.